Manufacturer narrative:
The tubing set was returned for investigation. The 3 spike set received was tested, and leaking did occur around the end cap at the solvent bonding. The 3 spike set was returned to the manufacturer. The DHR was reviewed for this lot; no issue was noted. The manufacturer currently 100% leak tests all 3 spike sets. It is unsure how this set was not deemed as a leaker during production. No other issue of this type has been noted for the 3 spike sets. (B)(4).

Event description:
The thermacor 1200 infusion system was being used at (B)(6) on (B)(6) 2019. The hospital stated the 3 spike set (tubing set for the ptc-1200) started leaking blood during surgery. The 3 spike set was changed out, and the surgery continued with the thermacor 1200 system. No patient injury or extended surgery time was needed for changing out the 3 spike set.